Event description:
The patient was revised due to insert spun out. It was noted the patient fell approximately 6 months before the revision surgery.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.